Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device would not release after firing. It had to be pried off the tissue. Another device was used to complete the procedure. There was no pt consequence.